Event description:
Customer reported after priming, the nurse noticed that the set was leaking from a pinhole in the upper silicone segment. There was no pt involvement. No additional info was available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Product evaluated and customer's report of a leak at the upper silicone segment was confirmed. Visual inspection found a tear located below the blue upper fitment of the pumping segment. The cause of the tear could not be identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.